Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system was returned for analysis and no issues were noted. There was damage to the distal end of the stent, the first strut was lifted on one side and the second strut appeared slightly crushed. The crimped stent outer diameter (od) was measured which was within the maximum crimped stent profile specification. The balloon was examined no issues were noted with the balloon profiles. The tip section of the device were visually and microscopically examined and it appeared lifted on one side at the distal end of the tip. Dried medium resembling blood was evident on the tip. A visual and tactile examination found no kinks or damage along the hypo tube, mid shaft, inner or outer polymer extrusion. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2017. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex (lcx) artery. A 3.00x28mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed distal stent damage.